Event description:
Type of microwave stimulator being used by therapist who lives in downstairs apt. Waves are affecting bladder making it feel as if person in upstairs apartment has cystitis. Person in upstairs apartment complaining of waking in the early hours with pulse rate of over 100 per minute and b/p error to begin with, then 157/99. Normal b/p for this person is 115/70. Also feeling of tingling in lower leg extremity and fingers are very hot especially fingertips. After moving from the bedroom b/p returns to normal after 15 minutes. Patient very tired during day. -I am seeking advice as I have this problem coming from downstairs and do not know what is causing it. I am currently living in another country and have given my daughter's address in the us.